Manufacturer narrative:
Corrected device manufacturing date. A batch record review was performed. No non-conformance report related to complaint issue were initiated for complaint order during production. Samples were received and evaluated. Hair is observed inside the individual package. A picture was also received and evaluated. The defect was confirmed. The batch record review resulted in discrepancy which was investigated previously ¿hair inside product individual package¿. A root cause investigation was performed. Based on the available information the following potential causes for the issue ¿hair inside of primary pack¿ are determined: noncompliance with the rules of movements and stay in classified rooms by operators during manufacturing process. Cap does not provide full cover of hairs. Product monitoring reviews will monitor for product trends. No further actions are required. No additional information has been received to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. No additional information has been received to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
The distributor reported there was hair in the primary sterile bag. A photograph was provided depicting the reported complaint issue. It was further reported that the device was not used.